Event description:
It was reported by that during a gastric sleeve resection procedure, 2 devices cut, but did not staple. Another like device was used to complete the procedure. There were no pt consequence.